Manufacturer narrative:
Follow-up # 1: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast button was intermittently unresponsive and the down arrow keypad button was unresponsive; all other keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(4) 2012, the reporter contacted animas, alleging the ok, up arrow and down arrow keypad buttons had a delayed response, required hard presses, and at times would cancel boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.